Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed pressure disc accuracy during preventive maintenance. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they pressure sensor replaced due to failed pressure disc accuracy even after device was calibrated. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks and affected by plastic recall. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07feb2016 the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to failed calibration of the pressure sensor disc accuracy. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a failed pressure disc accy. There was no additional information provided and no patient involvement.